Manufacturer narrative:
The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.

Event description:
The physician claims that the graft was implanted for a thoracic aortic aneurysm repair procedure in 2009. The physician put a drain in place, due to serum leakage. The leakage continued for nine days, measuring 400-500ml of serum. The drain was removed from the pt, the following month, when the volume of serum reduced to 90ml. The procedure was completed with this device. The pt's current condition has not been reported at this time. Additional info received on 2apr2009: it was reported that the physician implanted two devices in the same location during the procedure, and he is not certain which one of the two devices caused the alleged failure, therefore, the second device is being reported under mfg. Report # 2242352-2009-00011.